Event description:
This MDR is being submitted as a result of a CAPA impact assessment. The one touch basic enhanced meter allows users to select in which of a variety of languages to receive messages. As noted below, the translation(s) from the primary language (english) into the other language is incorrect and could theoretically lead to a serious injury. The english phrase "insert side 2" is a very literal translation into polish and is unclear what that means in the polish language. The second english "danger" was translated into polish as "the doctor is dangerous". The third english phrase "call dr" was translated into polish as "caution doctor".